Event description:
It was reported that the top two illuminating alarm leds are damaged. The unit does not alarm at overtemp nor does water level alarm. No patient injury was reported.

Manufacturer narrative:
Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found broken leds, none of the float switch working, and corroded drain fitting. Functional testing found two of the leds are damaged and it does not alarm at over temp lever alarm. Replaced the printed circuit board (pcb), float switch, and drain fitting. Device passed all functional testing. The root cause of the reported issue was found to be customer damage.

Event description:
Additional information was received which included the event date and there was no patient involvement. Occurred during preventive maintenance.

Manufacturer narrative:
D5 and e4 are unknown, no information provided to date. Additional event information received indicating no patient involvement (updated b5, h6).